Event description:
Add'l info rec'd from rptr 4/29/01: rptr has reported this several times but they cannot get any help. They were operated on for weight control with a lapgb by dr at school of medicine in a FDA study. Rptr's current family dr has told rptr to report this again. Rptr is going on disability for arthritis. On consent form it said this might occur. Rptr has had it removed. Sed rate at that time was 12. Now 7 mos past sed rate 32. Rptr has no history of arthritis in family or in medical history. Something is very wrong. Rptr responds to no medicine. And rptr has been on them all. Rptr's hands are swollen so bad they can hardly move. Dr told rptr he wished that they had not put in the consent form about it causing joint pain and swelling. Rptr also has talked to others on line that are having some of the same symptoms. Spokesperson for bioenterics told rptr they would pay for the operation. But they did not. Insurance had to pay. Which rptr does not think is right. Rptr talked to spokesperson again last week and spokesperson informed rptr all the bills were being taken care of and rptr asked about the ones rptr was incurring now and spokesperson said nothing. Rptr told spokesperson if this can happen to rptr it could happen to others. Rptr asked why a pathology report was not done, that it should have been. But rptr was told and has it documented by the hosp that they requested the band be sent back to them. "Why" rptr asked her again and she could not give rptr an answer. Rptr was told by dr's nurse that there would be one done but again rptr was lied to. Co's spokesperson also told rptr, after rptr told her of others online that were having similar symptoms, that it was only occurring in 2%. Rptr asks what is going to happen to the 2%.

Event description:
Rptr has developed swelling skin, joint pain and redness, burning sensations in stomach and fingers and toes. Rptr also is very sick to stomach. Has had blood work done but shows no signs of infection or arthritis.